Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "filter leaks when connected to vyaire avea vent." The issue occurred prior to patient use (during pre-testing). No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however the customer did send a representative sample for evaluation. A visual exam was performed on the representative sample and no issues were observed. Leak testing was also performed and no leaks were detected. In the current manufacturing procedure 100% leak testing and visual inspection is conducted; therefore, any defects would be detected prior to release from the manufacturing facility. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint could not be confirmed. The actual sample was not returned for evaluation. No issues were found with the representative sample. It is possible that the leak was caused by other devices that were connected to the complaint sample, although this could not be confirmed.

Event description:
The complaint is reported as: "filter leaks when connected to vyaire avea vent." The issue occurred prior to patient use (during pre-testing). No patient involvement.